Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was originally implanted with an intuitrak bifurcated stent graft in 2013. During a recent follow up scan, it was reported that the patient had an indeterminate endoleak. Patient was brought in for a reintervention on (B)(6) 2018, but due to complication of advancing the delivery system, the physician elected to abort the procedure. Patient will be scheduled for another intervention, but no date has been scheduled. As of this report, no additional patient sequelae have been reported.